Event description:
The customer reported that they heard the system arcing and then the system displayed a reboot error message, effectively shutting the system down. There is no report of patient injury.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.